Manufacturer narrative:
(B)(4). Eval: field service specialist (fss) serviced laser and performed q1 2011 preventive maintenance, cleaned optics and optimized power. No major adjustments required. System meets amo specs. Also adjusted encoder for proper transition. Performed z offset calibration and updated to doctor's cone. Performed z scale calibration, all values within spec, no adjustment required. Cut and measured gel, all within specs. Rebooted laser. Clinical development manager (cdm) visited site after event and fss visit. She performed gel testing and verified current surgical settings. No changes were done. Nine flaps were created without issue.

Event description:
Account reported thin flaps when cutting 90, 120 microns. Vertical gas breakthrough on both eyes while attempting 90u flaps. Prk done same day and bandage lenses placed. Preop bcva: r-20/15, l-20/15. Bcva on (B)(6) 2011: r-20/30, l-20-25.